Event description:
The hcp reported that the pt developed an infection of the device pocket. Cultures were positive for staph aureus and IV antibiotics were administered. The infection was reported to be ongoing.